Manufacturer narrative:
Reliability analysis inspected 2 opened/used sensors and performed visual inspection and found 1 of 2 sensors with cannula broken, missing broken part. Unable to confirm customer received sensor in said condition due to customer returned opened/used. See attachment file for details. One remaining opened/used sensor and performed bicarbonate buffer test. Sensor passed per specification. With accurate readings.

Event description:
Customer reported via phone call that the sensors had been alarming calibration error alarms. Customer reported the sensor would trigger the threshold suspend when the blood glucose was not low. Customer reported the sensor indicated a sensor glucose level of 398 mg/dl and blood glucose was actually 220 mg/dl. After troubleshooting, customer was advised that the sensors will be replaced. Customer agreed to return the device for analysis.